Event description:
Same case as MFR #: 2134265-2012-00245, 2134265-2012-00244, 2134265-2012-00251. Same patient as MFR #: 2134265-2011-00975. It was reported that post a stenting treatment procedure, patient death occurred. The patient presented due to stable angina (ccs class 3) and was referred for cardiac catheterization which revealed 2 target lesions. The first was an 80% stenosed and 11mm long lesion located in the mid right coronary artery (rca) with a reference vessel diameter of 3.0mm. It was treated with direct stenting using a 3.0x16mm taxus liberte stent. Following placement of this stent, proximal edge and distal edge grade c dissection occurred. This was treated with bail out stenting with 2.5x16mm taxus liberte stent and a 3.0x12mm taxus liberte stent. Following post dilation, residual stenosis was 0% and timi flow was 3. The second target lesion was 95% stenosed and located within a previously placed unspecified stent. It was treated with predilation and placement of a 2.75x38mm taxus liberte stent followed by post dilation resulting in 0% residual stenosis. The patient was discharged 1 day later on aspirin and prasugrel. (B)(6) 2011: the patient collapsed while trying to get out of bed. Emergency medical services were called and the patient was determined to be in ventricular fibrillation. Cardiopulmonary resuscitation was initiated with cardioversion x3 which restored sinus rhythm. The patient was intubated and transported to the hospital. Cardiac enzymes were noted to be slightly elevated (peak troponin: 0.277). A CT scan without contrast of the head showed small vessel ischemic disease. An MRI with contrast revealed a 4mm subacute ischemic lacunar infarct of the subcortical left frontal white matter. The patient remained unresponsive suggesting anoxic brain injury. The patient was given a poor prognosis. The patient was removed from ventilator support and provided comfort measures. The patient died 4 days later. The cause of death per the death certificate was listed to be anoxic brain injury with underlying causes of cardiac arrhythmia and uncontrolled hypertension. No autopsy was performed.

Manufacturer narrative:
Device is combination product (B)(6). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).